Event description:
It was reported that the guidewire coating detached, and the guidewire was difficult to remove. A 0.038in x 75cm amplatz super stiff guidewire was selected for use in a bilateral nephrostomy procedure on a high dependency unit (hdu) patient to drain the kidneys. During the procedure, the coating became detached at the distal segment, which left the wire edgy and difficult to use. The bare wire was not smooth and without the coating, it was difficult to retract. No device fragments were left inside the patient. The procedure was completed with another of the same device. No patient complications were reported.